Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient made a mistake and the attendant did not have proper training. On the same day as onset, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment for the peritonitis with injection (inj) reflin (ip) intraperitoneally (1 gram per day of night dwell) and inj fortum (1 gram per day of night dwell) ip. Four days after being admitted, the patient was discharged from the hospital. On an unreported date, the patient was recovered from the peritonitis. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.